Manufacturer narrative:
During the requested site visit, the field service engineer (fse) investigated the issue and checked on the entire sample line including decontaminating the alnty c-sample probe sc (ln 04s53-01) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There have been no further occurrences of discrepant results after the probe was replaced. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a removal, replacement and verification of list number 04s53-01 sample probe. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
Updated postal code initial reporter =to (B)(6) from (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 initial creatinine=(B)(6) umol/l /repeated=(B)(6) umol/l /edta tube centrifuged and ran creatinine=(B)(6) umol/l. On (B)(6) 2021 redraw the new specimen and repeated creatinine=(B)(6) umol/l there was no reported impact to patient management.